Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) alleged the controller was not giving the accurate charging level reading. The issue started about 4 days ago. Pt said this morning it showed 80% on the controller (ptm) and 80% on the implant (ins). Pt said that together it would be 160%. Pt said instead it should show 20% on the controller. Patient was asked why they thought it should be 20%. Pt said when their ins was at 100% the ptm battery usually would go empty and when it was at 80% it usually showed 20%. But now it is at 80%. Pt reported their back was hurting this morning. Their fiancé went to use the controller and was turning it up and down. Normally pt could not go past 2 because it would just vibrate the legs off, it would vibrate pt off the couch. Pt's fiancé increased stim to 3.6 this morning and pt could not feel it. Later on the call pt also said their legs were tingling terribly. On the call had pt take the ptm battery out. Pt confirmed they saw no damage. Pt was instructed to put the battery back in and plug in the recharger. Pt then reported it took 5-10 min to pick up their ins the other morning. It kept saying cannot find the device. Later on the call ins went down to 70%. Ptm stayed at 80%. Repair reviewed with pt the charging level seemed to displayed correctly. A replacement recharger (rtm) was sent out to the patient. Additional information was received. It was reported that they received the replacement rtm but now the controller was not working. Pt noted with the old rtm it took a good 5 minutes to find the device and the new rtm finds the device just fine but pt noted the replacement rtm did not resolve the issue; when pt attempted to charge their ins with the replacement rtm the ins battery did not increase. Pt noted that when they attempted to charge their ins they heard an electrical pulse or buzzing coming from the controller. A replacement controller was sent to the patient. It was reviewed with pt that if the replacement controller did not resolve the issue, the pt was redirected to their healthcare provider (hcp) and manufacturer representatives (reps). During the beginning of the call pt also mentioned their controller would not go over 100% and if the controller battery was at 70% and it was supposed to be 30% for them (ps understood their ins battery), instead it was 70 then 80 or 70 then 60 and pt mentioned it's gone over 100 (ps understood pt was confused and added the controller battery and ins battery percentages together). Pt called back and repeated previously documented events. Pt said they received the replacement controller and recharger antenna (rtm), but they cannot charge their implanted neurostimulator (ins) to 100%. Pt spoke with their medtronic rep via phone today and reset the controller by taking out the battery pack. Pt said they were able to charge their controller battery to 100%, but couldn't charge their ins to 100%. Pt noted they had 3 falls within about 3 months. Pt noted they were planning to meet with their mdt rep. For reprogramming. Patient services specialist (pss) suggested the pt consult with their doctor for next steps. 2022-nov-07 patltr 1 (con): patient responded to a patient letter. Patient was asked what circumstances led to patient not being able to charge implant (ins) to 100%. Patient responded they don't know, never found out. What steps were taken to resolve the issue? "To have had it removed". Has the issue been resolved? "No they did change the program, it did not work".